Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the ventilator alarmed when oxygen changed from 80% to 100%. Customer believed something was wrong with the ventilator. The ev300 was taken off the patient and a v60 was placed on the patient. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.